Event description:
A customer reported she obtained erratic readings on her blood glucose meter within 10 minutes. Results of 300 mg/dl, 156 mg/dl, 100 mg/dl, 30 mg/dl, 240 mg/dl and 400 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. Additionally, the customer reported that four days later she experienced the following symptoms: dizziness, dry mouth and "could not think right". No third-party medical intervention was required. The customer reportedly took insulin and drank orange juice to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.